Event description:
Event description guidant received information that at 3.4 months post implant, this implantable cardioverter defibrillator (ICD) was at eri. Technical services recommended a device memory download and then device replacement. The device was explanted and returned to guidant for analysis. A new guidant ICD was subsequently implanted.